Manufacturer narrative:
Device evaluation - the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 458 days after coronary drug eluting stenting treatment procedure, the patient expired. The index procedure treated a 2.5x16mm, 95% stenosed, lesion in the mid right coronary artery (mid rca) with predilation and placement of a taxus express2 2.5x16mm drug eluting stent, reducing stenosis to 0%. The patient was discharged the next day on aspirin and plavix. Four hundred and fifty eight days after the index procedure, the patient expired. Cause of death was cardiopulmonary arrest post aortic valve replacement. The patient was in critical condition following the procedure and the doctors were unable to wean her off of her inotropic support. An echocardiogram was obtained and during this procedure, the patient suffered cardiopulmonary arrest that appeared to be pulseless electrical activity. Despite several attempts at resuscitation, the patient's condition continued to decline and she expired. The physician noted that, the target vessel was not involved. No autopsy was performed. A relationship assessment to the taxus stent had been requested.